Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.